Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring placement of a chest tube. The physician biopsied two nodules in the left upper lobe (lul) - one of which was close to the pleura. An intuitive surgical, inc. (Isi) needle and third-party forceps were utilized during biopsy. There were no reported or observed errors/malfunctions of the system or any instruments during the procedure. A post-procedure, a post-pneumothorax check revealed the patient had suffered a pneumothorax which subsequently required placement of a chest tube. The patient's vitals were reported to be normal prior to leaving the room. The physician believed the pneumothorax occurred when forceps were utilized during biopsy workflow. The patient's current status was unknown at this time of this complaint. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.